Manufacturer narrative:
(B)(4).

Event description:
It was reported that the spider 2 needs to be repaired. It is unknown if there was a delay. It is unknown whether the event happened during surgery and if there was patient involvement. Preliminary results of investigation have concluded that the floating cylinder bimba has an oil leak and this is a reportable event. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.

Manufacturer narrative:
H10: internal complaint reference: (B)(4). The reported device, intended for use in treatment, was received for evaluation. There was a relationship found between the returned device and the reported incident. A visual inspection was performed on the product. The slender arm was bent. A drape clip was missing. The inner and outer enclosure screw holes were damaged. The quick connect push button was bent. The battery connection terminal had no issues. The battery slid in/out as designed. No accessories were included. A visual inspection of the customer provided images showed a spider2 and spider2 foot pedal in a spider2 cart and confirmed the spider2 serial number to be (B)(6). A functional evaluation revealed that the floating cylinder bimba had an oil leak. The reported failure was verified and the root cause is associated with a seal failure. A review of the device history record shows there are no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A complaint history review concluded this was a repeat issue. No containment or corrective actions are recommended at this time.